Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of fluid overload (characterized by dyspnea), which warranted hospitalization and supplemental ccpd therapy for increased ultrafiltration. Per the peritoneal dialysis registered nurse (pdrn) (and patient), causality was attributed to a malfunctioning liberty select cycler failing to adequately remove fluid. Fluid overload in peritoneal dialysis (pd) patients can reflect any combination of factors such as inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal/contributory role in the patient¿s serious adverse events. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the allegations by the patient (as well as the pdrn), the hospitalization for fluid overload, and no review of the patient¿s treatment data; this clinical investigation cannot disassociate the device from the serious adverse events. However, if the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events.

Event description:
On 28/jun/2022, fresenius became aware this 42-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for fluid overload. The patient reported that their recent hospitalization was due to their liberty select cycler not working (air detected in cassette alarm). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was sent to the emergency room on (B)(6) 2022 (saturday, clinic closed) due to dyspnea and a purported malfunctioning liberty select cycler. A chest x-ray revealed the patient fluid was overloaded and the patient was formally admitted (discharge summary requested, unavailable). The patient was placed on a strict fluid restriction and was prescribed several ccpd treatments incorporating 4.25% dextrose dialysate. The patient was discharged home on (B)(6) 2022 in stable condition (dyspnea resolved, volume status resolving) and is recovering from the events. The patient and pdrn both attributed the patient¿s serious adverse events to the patient¿s liberty select cycler not adequately removing fluid. The pdrn reported a review of the treatment data was not conducted, and the decision to replace the liberty select cycler was based on the patient¿s reporting of the repeated alarms. The pdrn was uncertain if the cycler had been returned to the manufacturer as of (B)(6) 2022.

Manufacturer narrative:
Correction: b1, b2. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 28/jun/2022, fresenius became aware this 42-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for fluid overload. The patient reported that their recent hospitalization was due to their liberty select cycler not working (air detected in cassette alarm). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was sent to the emergency room on (B)(6) 2022 (saturday, clinic closed) due to dyspnea and a purported malfunctioning liberty select cycler. A chest x-ray revealed the patient was fluid overloaded and the patient was formally admitted (discharge summary requested, unavailable). The patient was placed on a strict fluid restriction and was prescribed several ccpd treatments incorporating 4.25% dextrose dialysate. The patient was discharged home on (B)(6) 2022 in stable condition (dyspnea resolved, volume status resolving) and is recovering from the events. The patient and pdrn both attributed the patient¿s serious adverse events to the patient¿s liberty select cycler not adequately removing fluid. The pdrn reported a review of the treatment data was not conducted, and the decision to replace the liberty select cycler was based on the patient¿s reporting of the repeated alarms. The pdrn was uncertain if the cycler had been returned to the manufacturer as of 5/jul/2022.